Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient with an implantable neuro stimulator (ins) for spinal pain. It was reported that for the past 4 months the patient's device is off and it still feels as though it is on. Patient re-directed to health care professional (hcp). No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
Concomitant medical products.product ID 977a260 serial# (B)(4) implanted: -(B)(6)2015, product type lead product ID 977a260 serial# (B)(4) implanted: -(B)(6) 2015,product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2018-oct-16. The patient is having issues. They think their leads have moved. When the device is off, from their back down is shaking. The patient was redirected to follow up with their healthcare professional (hcp) to have a manufacture representative (rep) paged to be at their upcoming appointment. The patient indicated that this began 3-4 months prior to the report. No further complications were reported/are anticipated.